Manufacturer narrative:
Follow-up #1: date of submission 02/05/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings: a review of the black box data showed no evidence of voltage fluctuations, excessive battery usage or voltage drops. The pump powered on normally with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was found to be intact. During testing, the current draws were found to be within specifications. The pump case was removed and there was no evidence of moisture or loose components observe inside the pump. The complaint of a pump temperature issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.